Event description:
It was reported that a malfunction code, identified as malf 12, appeared on the customer¿s device. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information to reset the pump, and after assistance, the customer successfully reset the device without recurrence of the issue. The customer was advised to continue using the pump and to contact technical support if any further malfunction occurred, which they acknowledged and understood.